Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after the user filled multiple cartridges with 300 units of insulin during the load sequence. Additionally, it was reported that the cartridge was leaking from the o-ring. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level ranged from 250-285 mg/dl.